Manufacturer narrative:
(B)(4). The product has not been returned for analysis. Method: no testing methods performed.

Event description:
It was reported that the device was overheating. There was no report of patient or user impact, and no additional details were given.

Manufacturer narrative:
Product analysis stated, ¿no fault found. Could not verify the customer's complaint concerting over-heating. Unit was tested before repairs it did not overheat.¿ the unit was powered on, and the temperature after one minute was 3.8 degrees (f) over beginning ambient temperature, and 13.5 degrees (f) over beginning ambient temperature for the whole 5 min. Test. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.